Event description:
The following information was received via journal article titled ¿early outcomes with the vantage total ankle prosthesis;¿:the patient underwent an initial total ankle replacement procedure on an unknown date. During the procedure it was noted that an intraoperative medical malleolus fracture occurred. Subsequently, the patient experienced delayed wound healing that required local wound care at an unknown date post-op. No further information was provided. This is 1 of 2 reports. 2nd report created for healing that required wound care.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.